Event description:
A pre-deployment angiogram was performed prior to use of a 6f angio-seal vip device, revealing no peripheral vascular disease. Vascular closure was completed using the device and hemostasis was completely achieved. During a 2-month post-deployment follow-up, a 75% occlusion at the puncture site in the femoral artery was observed under ultrasound. Some soft thrombus was also noted. Surgery was performed to remove the device from the patient.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.